Event description:
The international customer reported the ventilator was alarming and would not power up due to a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The service technician replaced the data acquistion pcb to motor controller pcb cable to address the reported problem. Final testing was completed to operating specifications.